Event description:
It was reported that the patient became symptomatic with hiccups. It was determined that the rv lead had dislodged. A repositioning attempt was unsuccessful because the helix froze. Positioning difficulty was also noted. The rv lead was explanted and no further patient complications were reported.